Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Reporter alleged having nodule on lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Tthe manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Reporter alleged having nodule on lung. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found normal wear and tear, very minor beige dust dirt contaminate in and around the filter inlet area and canal, brown, dark and light fiber contaminate in the sd card area, modem slot opening area, and in the outlet port and surrounding area. An internal visual inspection was completed by the manufacturer. The manufacturer found very light thin layer of a dark coating contamination on the inside surfaces of the upper and lower enclosures, and also on the front and rear panel inside surfaces, yellow contaminates along with brown and dark fiber contaminate in the ui panel channel. The manufacturer also found a light amount of beige dust dirt contaminate on the pca, in the chimney of the blower box, on the top of the blower box housing, inner walls of the blower box, on the top and bottom of the blower, and in the blower opening, keratin contaminant on the blower box output where the blower seal would sit. The p4 connector found to have a small amount of a white coating contaminate on the outside shell. The device's downloaded event log was reviewed by the manufacturer and found no error. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.the manufacturer also confirmed that contaminates located in this investigation were sourced from external environmental conditions. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event, which should have been filed as product problem only. The correct b5 should have been as follow- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded. There was no report of patient harm or injury. Section b1, b3, b7, h1, d9, g3, h6 has been updated / corrected.